Manufacturer narrative:
(B)(4). Batch r5933x investigation summary the analysis results showed that one gst60g reload was received partially fired 1/16. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No damaged on the cartridge was noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r5933x. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a thoracic surgical procedures, it was noted that the cartridge was damaged. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.